Event description:
When vent on external battery, vent alarmed for low power then shutdown. Vent did not switch to internal battery. Vent powered on by caregiver with external battery disconnected. Vent ran for the equivalent of 10 minutes. MFR contacted, unable to resolve. Arranged for loaner - on waiting list. Vent battery and cables picked up and to MFR. Family member reported same problem on another date when using battery.